Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleges that the column failed the leak test on a dragger ventilator. Alleged incident occurred prior to pt use." No pt injury reported.